Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular treatment procedure using an 8f sheath. Reportedly, when the knot was advanced and the suture pulled, only the axial thread was grasped, and as the suture was slightly pulled while applying tension to the suture, it immediately separated. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture separation could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.